Manufacturer narrative:
As of 04/01/2020 unused retained samples of the same lot as the product reported and returned product were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report of 03/03/2020 consumer stated that product tore her skin.